Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) experienced problems as the device would stop inflating. Upon revision, it was found a fluid leak caused by a hole in the reservoir. The device was removed and replaced with a new device. There were no patient complications reported.